Manufacturer narrative:
No product is being returned. No lot code info is available. Unable to review the device history record due to lack of lot code. We are unable to conduct an investigation at this time.

Event description:
It was reported that "while the dr moved on to dissect the cystic artery, the clip on the gallbladder side began to leak bile. The clip had loosened and become somewhat deformed after it had been applied to the gallbladder."